Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to deliver a correction bolus for treatment of elevated blood glucose level (273 mg/dl). Pump would not allow delivery of the bolus due to insulin-on-board (iob). Customer was ultaimtely able to deliver a correction bolus successfully. Cause of elevated blood glucose was not reported.